Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) due to a high blood glucose (bg) level of 740 mg/dl. The customer was released from the ICU on (B)(6) 2021. The cause of the reported issue was unknown. Reportedly, the customer replaced pump supplies and resumed insulin delivery. Additional information was not provided, and the customer declined all further troubleshooting.